Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a atrial lead position check failure and under-sensing atrial under-sensing noted on the episode electrograms (egm). It was further noted that the right ventricular (rv) lead exhibited under-sensing noted on the ventricular tachycardia (vt) episodes. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.